Manufacturer narrative:
The insulin pump was received with no up arrow button response due to corroded keypad traces. No button error alarm during testing. The device passed the displacement, rewind, and basic occlusion tests. Prime, excessive no delivery, and occlusion tests were not performed due to no button response. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer was able to clear the alarm from the insulin pump but got a battery out limit alarm after clearing the alarm. The customer has also reverted to a back-up plan due to the button error. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump. No additional information was provided.